Event description:
Prior to an unknown procedure, the device had a broken threaded stud and a cracked housing. Another like device was used to complete the procedure. There was no patient consequence.